Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call failed battery test and low battery alert. Customer advised the dome label sticker is missing on the insulin pump as well. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage on the lcd board however; had normal operating currents. No unexpected failed battery test or low battery alarm noted. The insulin pump had cracked case at the display window corners, cracked belt clip slot, minor scratched display window and missing the end cap sticker.